Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab fos would not zero is confirmed. The fos was returned with a recessed connector and the fiber was broken; therefore, the light path could not be established between the sensor and the pump. The root cause of the recessed fos and the broken fiber is undetermined. Additionally, unrelated to the reported complaint, dried blood was noted within the helium pathway upon return. A puncture to the bladder, consistent with contact from a sharp object, was found near the distal end of the bladder membrane which allowed blood to enter the helium pathway. A potential cause of the bladder leak is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the fiber optic on the intra-aortic balloon (iab) was not working. As a result, the iab was removed and therapy was not continued. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber optic on the intra-aortic balloon (iab) was not working. As a result, the iab was removed and therapy was not continued. There was no report of patient injury or consequence.